Manufacturer narrative:
(B)(4). Date received by manufacturer - correction from "04/09/2019" to "04/10/2019."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failed transmitter error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share log was performed and there was no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.